Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 6 months post lens implantation mild posterior dislocation of the lens was observed. The lens was exchanged for a different model lens. The patient's current status was described as: improved halos and glare but persistent blurred vision.